Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the site experienced a non recoverable fault. The customer contacted intuitive surgical, inc. (Isi) technical support and stated they noticed the blue fiber was completely detached from the patient side cart (psc). The caller said the psc looked fine, but the surgeon side console (ssc) was saying check cable connections. Prior to the call, the surgeon had already converted the procedure to a laparoscopic procedure. Isi technical support engineer (tse) had the site perform a hard reboot of the system. After hard reboot, the caller informed tse they were getting psc and ssc not connected messages on the vision side cart (vsc). Tse reviewed live logs and noted that ssc and psc were not connected to system. Tse had caller shutdown the system and trace blue fiber cables. The caller stated that two of the cables being traced from the vision tower were unplugged. Tse had caller plug in blue fiber cable between ssc and vsc. The caller got a new cable and plugged it between psc and vsc. Caller then rebooted the system and da vinci ready was heard. Tse had customer check how many blue fiber cables were installed on the vsc and caller stated 3. Tse informed caller that there was a spare cable installed and recommended removing it when possible to not confuse the staff. The procedure was converted to laparoscopic surgery and there was no reported injury to the patient. On 29-mar-2022, isi contacted the original reporter and obtained the following additional information about the complaint: the surgeon did not want to wait to troubleshoot and made the decision to convert to a laparoscopic procedure.

Manufacturer narrative:
The customer received phone assistance from the technical support engineer (tse). Troubleshooting was performed after completing the procedure. The customer resolved the issue by using a spare cable. An intuitive surgical, inc. (Isi) field service engineer (fse) sent the customer 2 more cables so they would have spares. The system was working properly and no site visit was required. A review of the site's complaint history does not show any additional complaints for this product. No image or video clip for the reported event was submitted for review. A review of the site's system logs for the reported procedure date was conducted by isi technical support when the customer called for support. Investigation revealed there were no related system errors to have occurred during the surgical procedure that would have likely caused or contributed to the reported complaint. Additional log reviews confirmed that system (B)(4) was used on (B)(6) 2022 for a cholecystectomy procedure. Based on the information provided at this time, this complaint is being classified as a reportable event due to the following conclusion: system unavailability after the start of a surgical procedure (first port incision) resulted in the procedure being converted. Although there was no patient injury reported, if the reported issue were to recur, it could cause or contribute to an adverse event.